Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post sterile inspection checks. Clinical information was sufficient to determine the root cause of the reported issue. The root cause was determined to be use issue because the bleeding was resolved by adding an additional suture at the access site.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced serious drainage from their impella access site during support. A suture was placed at the site and the condition resolved. Support continued uninterrupted until the patient was bridged to a transplant.